Event description:
It was reported that the sling worked well until the patient required a salvage radiation therapy. After the treatment, the sling no longer kept the patient continent. There was no malfunction with the device. An artificial urinary sphincter (aus) was implanted. No further complications were reported in relation to this event.